Event description:
The patient reported at least 5 v-go's the needle button released on it's own. The patient stated she would wear the vgo for about 12 hours and then the needle button would release. The patient stated she did not hit the needle release button in error. The patient discarded the v-go's.